Event description:
Two pregnant staff members slipped and fell while wearing shoecovers. One staff member went to the emergency room and was observed for 4 hours. There was no injury and they returned to full duty. The other staff member went to their own ob/gyn md and their evaluation showed no injuries and they also returned to full duty. There were no negative outcomes due to this issue.